Event description:
Pt dialysis begun at 6 a.m. Nursing assessment performed at approximately 7:15 a.m., with breathing within normal limits, mental status sluggish. At 8:00 a.m. Tubing changed, due to clotting of the line (artificial kidney). Physicians, nurses present. Pt's heart rate was low, cheine stokes breathing and pulse ox 86%. Pulse ox probe was replaced. Sometime later the pt was taken off dialysis and sheet was pulled back and a pool of blood was noted (approximately 2 units). Pt was pronounced at 9:20 a.m.